Manufacturer narrative:
Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14 catalog# : 0100402055; lot# : unknown. Biolox delta, ceramic femoral head, m, 36/0, taper 12/14 catalog# : 00877503602; lot# : unknown. Liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells catalog# : 00630505036; lot# : unknown. Therapy date: (B)(6) 2012. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to infection, dislocation and hematoma.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical products and therapy date: detail of product. Revitan, proximal part, cylindrical, uncemented, 55, taper 12/14, 16/140 catalog# : 0100402055; lot# : 2612490. Biolox delta, ceramic femoral head, m, 36/0, taper 12/14 catalog#: 00877503602, lot#:2602747 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells catalog# : 00630505036; lot# : 61754382. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00749.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: b4, g4, g7, h10. Additional: h6. Event summary: patient (ID: (B)(6)) was implanted with revitan stem and biolox head on (B)(6) 2011. Subsequently patient underwent revision surgery on (B)(6) 2011 during which the biolox head was revised and another revision surgery on (B)(6) 2012 during which the revitan stem was revised. Review of received data; surgical report, (B)(6) 2011: diagnosis/treatment: revision of right tep due to leg length discrepancy condition after htep removal due to infection and femur osteotomy right. Transgluteal approach. Insertion of 54 tm cup with normal inclination and anteversion. Reaming and stepwise rasping until size 16/140 mm curved. Trial reposition with 55 proximal part and m head shows very good stability, tight soft tissue tension. X-ray control shows correct implant position and equal leg length. Insertion of final implants. The postoperative x-ray control shows correct implant positioning. Discharge letter, (B)(6) 2011: patient was stationary from (B)(6) 2011 to (B)(6) 2011. Anamnesis: lumbal fusion, ktep right 2004, ktep left 2007, htep right (B)(6) 2012. Surgical complication report undated, following surgery performed on the right on (B)(6) 2011: revision due to moderate subcutaneous haematoma (B)(6) 2011). Revision of inlay and head due to instability and subluxation (B)(6) 2011). Revision of components due to recurrent periprosthetic infection (B)(6) 2012). Relation of events to products unknown. Surgical report, (B)(6) 2011: diagnosis: subcutaneous haematoma condition after htep revision right. Treatment: revision, removal of haematoma, debridement, drainage. Description of procedure: upon opening secretion of subcutaneous haematoma. No connection to deeper tissue. Debridement and lavage. Puncture of hip joint, also here old haematoma without indication of infection. Discharge letter, (B)(6) 2011: patient was stationary from (B)(6) 2011 to (B)(6) 2011. Until day of discharge no germs detected within collected samples. Surgical report, (B)(6) 2011: diagnosis: right anterior hip luxation. Highly limited patient compliance not accepting to use hohmann bandage. Treatment: revision of head and liner to bioball head and adapter and longevity xlpe liner description of procedure: opening. Examination of the implant positioning. Confirmation of increased anterversion. An aro of 80 degree leads to ventral subluxation towards the ventral cup edge. Decision to reduce anteversion and increase of head length. Rotation of proximal revitan component and reposition with a xl head shows stable condition. Discharge letter, (B)(6) 2011: patient was stationary from (B)(6) 2011 to (B)(6) 2011. Until day of discharge no germs detected within collected samples. Surgical report, (B)(6) 2012: diagnosis: recurrent periprosthetic infection (staphylococcus epidermidis). Treatment: removal of components without re-implantation (girdlestone). Discharge letter, (B)(6) 2012: patient was stationary from (B)(6) 2012 to (B)(6) 2012. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: patient (ID: (B)(6)) was implanted with revitan stem and biolox head on (B)(6) 2011. Subsequently patient underwent revision surgery on (B)(6) 2011 during which the biolox head was revised and the anteversion of the proximal revitan component was adjusted due to recurrent hip subluxation. Another revision surgery was performed on (B)(6) 2012 during which the revitan stem was removed due to periprosthetic infection. Based on the received medical documentation the reported events can be confirmed. During the revision surgery on (B)(6) 2011 it was noted that the increased anterversion of the stem leads to ventral subluxation of the head towards the ventral cup edge which indicates suboptimal adjustment of the anteversion of the proximal revitan component during implantation. The devices were not returned for investigation, therefore, visual and dimensional examination could not be performed. The quality records of all three components (revitan proximal and distal and biolox delta head) show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Further, the sterilization specification of the revitan components certify the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Therefore, the document-based investigation did not identify a non-conformance or complaint out of box (coob). In conclusion, no product issues were identified during the document based investigation, it is possible that patient and/or procedure related factors led or contributed to the reported events, however, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00738, 0009613350-2019-00749, 0009613350-2019-00751.

Event description:
No change to previously reported event.